Manufacturer narrative:
The event occurred on an unspecified date in 2020. Manufacturer/compounder: baxter healthcare - (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a leak and or fistula after undergoing a minimally invasive esophagectomy in which floseal was used. It was reported the patient had significant bleeding and floseal was used. The physician reported ¿it worked very well, to stop the bleeding¿. The cause of the leak and or fistula was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.